Event description:
The lesion was not predilated. The physician placed a taxus express2 8.8% 3.50 x 32 mm drug eluting stent in the dist rca. The pt was discharged 2005 on plavix. The next day the pt experienced a myocardial infarction (mi). The pt had a stent thrombosis. The pt had a reintervention and a bare metal stent was placed in the dist rca. During the reintervention it was noted by intervascular ultrasound that a dissection had occurred during the original placement. The pt was discharged 4 days later. In the opinion of the physician the relationship to the taxus stent is "protable" and the relation to the target vessel is "protable".